Event description:
Device 3 of 4. Ref MFR reports #1627487-2012-12342, -12343, -12345. It was reported, the pt feels discomfort from the system. Reportedly the physician has scheduled surgery to explant the entire system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.